Manufacturer narrative:
Karaconji, tanya, et al. ¿trans-conjunctival compression sutures for an over-filtering bleb following subconjunctival gel stent insertion for glaucoma.¿ journal of glaucoma, 2018, p. 1-15. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of low intraocular pressure, choroidal detachment and vision loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of persistent hypotony, bcva had dropped to 6/18 snellen, and choroidal detachment, secondary to an over-filtering bleb following xen implantation in the right eye were noted in the article ¿trans-conjunctival compression sutures for an over-filtering bleb following subconjunctival gel stent insertion for glaucoma.¿ journal of glaucoma, 2018, p. 1-15.